Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt experienced a symptom of airway obstruction. The physician decreased the drug dose and the pt recovered one month later. The drug, dosage and concentration were unk. Additional info has been requested and will be made as f/u as it becomes available.